Event description:
A report was received that the patient had loss of stimulation and high impedances were noted on the lead. The physician believed that there is lead fracture. The patient will undergo a lead revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had loss of stimulation and high impedances were noted on the lead. The physician believed that there is lead fracture. The patient will undergo a lead revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the physician replaced old leads and clik anchor. The patient was doing well post-operatively. The physician believed that the clik anchor was rubbing against the leads causing kink on the edge which was visibly seen right above the clik anchor. Malfunction of the leads were suspected and clik anchor was replaced as a precaution. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.